Manufacturer narrative:
The serial number of the cobas 4000 c311 stand alone system is (B)(6). The field applications specialist inspected the analyzer and replaced the degasser. They checked the gear pump head pressure, the sample/reagent probe, and the rinse stations. The customer performed daily checks with acceptable results. The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the photometer check; the results were within specifications. A general reagent problem was ruled out because the calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received a questionable low density lipoproteins-cholesterol gen.3 (ldl3) assay result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was 232.2 mg/dl. The first repeat result was 102 mg/dl. The second repeat result was 101 mg/dl. The initial result was not reported outside the laboratory as an abnormality was noted in the correlation of the results during validation. The repeat results were deemed correct. The result of 101 mg/dl was reported.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The alarm trace showed an abnormal aspiration alarm on 19-dec-2024. The field applications specialist noted the gear pump head pressure was low and adjusted it to the correct level. The investigation determined the event was consistent with the low gear pump head pressure.